Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power switch overlay. The customer replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error alarm led (light emitting diode) failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.